Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-04078, 2134265-2015-04080, 2134265-2015-04079 and 2134265-2015-04117. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to perform automatic pullback.. It was noted that the automatic pullback stopped and replacement of another opticross¿ imaging catheter and a sled was done. However, automatic pullback did not work again. The procedure was completed with a different device. No patient complications were reported.